Event description:
It was reported that inappropriate mode switch due to noise oversensing was observed on the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was noted at 9.6-9.8 cm from the connector pin consistent with lead friction to can. The cause of the reported events was due to the exposure of the outer coil in the abrasion area.